Manufacturer narrative:
(B)(6).

Event description:
Check vent backup alarm: this is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. No patient involvement..

Manufacturer narrative:
On (B)(6) 2017 root cause: the customer returned cpu board was installed in an fi test ventilator. The ventilator was powered only by ac without backup battery and power cycled every 30 seconds over one hour without any errors occurring. No failure was found.